Event description:
Information received with return of the explanted device notes inappropriate atrial pacing and sensing. The patient was in atrial flutter. Atrial pacing is contra-indicated for patient's with atrial flutter.